Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited noise, pacing inhibition, and possible fracture. The lv lead exhibited high thresholds. Reprogramming was performed for the rv lead, and the pace/sense portion of the lead was inactivated and replaced. The lv lead was capped. No further patient complications have been reported as a result of this event.